Manufacturer narrative:
Report was mailed to FDA in february 2023 after experiencing difficulty with the esg portal. Recieved notice from FDA report electronically as paper MDR are not accepted. The initial MDR for this event was electronically submitted to FDA, on 03/15/2023. We received FDA notification, that our initial electronic submission had failed and was not received by FDA. We are resubmitting this MDR. There will be a CAPA opened that will adress this issue. Distributor, importer and manufacturer are under the ws audiology compliance system.

Event description:
In this event, patient reported that the device charges intermittently and makes a deep sound. Aid got hot while the patient was wearing it. The doctor said the sore at the top opening of the ear canal looks to be a burn and suggested putting a tape on the aid for the fit to be better. First round of investigation found there was no cross talk and the aid raised to 40c while being charged. This is within the expected temperature threshold. All functionality of the device was as expected. Investigation was done on the hearing aid and found that there was presence of earwax and black markings. The hearing aid was functional and able to switch on and off. No observation of burnt or melted parts in the housing, and no observation of the deep sound issue the patient experienced as validation and acoustics test were conducted at specified paramater values. Hearing aid battery confirms the temp are below the threshold, however observed crosstalk trough validation testing with the charger. Additionally, r&d investigations did not observe the users intermittently charging issue. For the investigation, only the left side of the aid was returned. The right side and the charger were not received. Therefore a new charger was used during investigtion. Additional investigation found a lot of additional material was added to the helix root and concha ride, which may have caused pressure point (sore) on the top of the ear canal. The helix-root/concha ridge are the most sore/fragile area of the ear. These were added with more than 2 mm of material.